Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert occurred. Data was evaluated and the allegation was undetermined as data does not reflect the full investigation window. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a replace sensor now alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.